Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was less than 500 mg/dl. Customer replaced pump supplies and resumed insulin therapy.